Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported the patient had pain in the left leg and the healthcare provider (hcp) had not seen him after surgery yet. The patient wanted to know if he could speak with the manufacturer's representative (rep). This was considered a gradual change in symptoms. The patient had not called his physician because the pain in the left leg was not too bad at first, but it got worse to the point where it woke the patient up from sleep. The patient could not find the place it was hurting from the toe up to the knee. It felt like needles, like a bubble starting from inside the pelvic bone and was pushing up and bursting into the pain. The patient stated he had tried everything stating he turned the stimulation up to 5.00 volts to even out the pain sensation. The stimulation was the same as the pain in the left leg. Then the patient decreased the stimulation setting down to 1.80 volts and the patient thought that maybe it was going to get better as the patient was healing, but it had not. It had gotten worse. The patient stated the pain started in one point and then little by little it started getting wider and wider. On (B)(6) 2015, the left leg pain started. On (B)(6) 2015, the left leg pain got worse where it woke the patient up out of sleep and the patient could not locate the point of pain. The patient increased and decreased the stimulation sensation, but that had not resolved the issue. The pain started in one location and then little by little had gotten wider in where it was going. It was reported by the rep the patient's implantable neurostimulator (ins) was just a battery replacement and the hcp did not touch anything else. The rep saw the patient the week prior to the report and adjusted the patient&#38112;stimulation so it was more comfortable. Further information received from the hcp reported that the hcp did not believe he would be able to meet with the patient in a timely fashion and it appeared there was not much beyond what has been done that patient services could do. The healthcare provider (hcp) noted the patient had pain from the stimulation being too strong and the doctor advised the patient to turn the left ins off for the time being and to leave the right ins on. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2016-00455 for information on the patient's concomitant product.